Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to communicate with external devices following a lead replacement procedure (reference reg report: 1627487-2019-13750) on (B)(6) 2019. The patient's ipg was placed into surgery mode prior to the procedure and later turned off intra-operative for testing. It is unknown if the ipg was placed back into surgery mode for the remainder of the procedure. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was established post-operatively.